Event description:
The customer reported that during a hepatectomy after multiple seals were done successfully, a partial seal occurred even though an endtone, indicating a completed seal cycle was heard. The surgeon then attempted to seal several more times with the same partial results although endtones were reportedly heard each time. A new device was opened and used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.